Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited over-sensed noise which resulted to inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual examination of the lead found the inner insulation was damaged at the suture tie region. The cause of the reported event was isolated to the damage inner insulation due to the suture tie down forces consistent with procedural damage. Electrical testing found shorting between conductors.

Event description:
Related manufacturer reference number: 2017865-2022-21645. New information received notes that there was continuous right atrial lead noise and the right ventricular lead also exhibited noise.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead and the right atrial lead were explanted and were not replaced. The patient was stable.